Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 210 mg/dl at the time of the call. The customer stated that the cannula was bent when she removed the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.